Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial/lot #: (B)(4)/a07159 description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a revision with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to its age and the lead was replaced as it had migrated significantly. During the procedure, the other lead was cut and was left in the patient's body. There was no device malfunction suspected. The patient was reportedly doing well after the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision with an unknown reason.